Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Clamp function test was performed with no issues noted. Sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A supplemental report will be submitted if any additional relevant information becomes available.

Event description:
It was reported that the uv flash transfer set patient connector did not have a good connection with the titanium adapter after the transfer set had been changed. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been evaluated as of yet. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. No exceptions were noted for this batch. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. Same event as covered in (B)(4).